Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. Without a returned product available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem has been chosen.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. It was found that the cuff was closing too quickly. The physician removed the device through explant surgery, and there were no further signs or symptoms reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. It was found that the cuff was closing too quickly. The physician removed the device through explant surgery, and there were no further signs or symptoms reported.